Event description:
It was reported that the product was completely explanted and replaced. It was further reported that it ¿just didn¿t work¿ for the patient. The patient reportedly had ¿such great response¿ and the doctor could not get this one to work so they replaced it. It was noted that the patient had initial implant in 2007, and a battery depletion and replacement in (B)(6) of 2013. The replacement reportedly ¿just didn¿t work right¿ and was replaced on (B)(6) 2013. The patient was reportedly alive with no injury at the time of the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Additional information indicated that conclusion code did not apply to the event.

Event description:
Additional information received reported that diagnostics included impedance testing and x-rays on (B)(6) 2013. It was noted that impedance was out of range, x-rays showed normal results, and no reprogramming was done. It was reported that the implantable neurostimulator (ins) was replaced because of abdominal pain and the ins continued to show "out of range results" on the programmer inside and outside the body on removal. It was noted that no other visual defects were seen. It was reported that the leads were not replaced and a new ins was attached to the old leads with success on (B)(6) 2013. See MFR. Report 3004209178-2013-21257 for information regarding the patient's status following ins replacement.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2007-(B)(6), product type lead product ID 435135, serial# (B)(4), implanted: 2007-(B)(6), (B)(4).